Manufacturer narrative:
As reported through a literature report a patient injected with durolane experienced a serious adverse event requiring medical treatment. A punch biopsy confirmed the injection intended for interarticular placement was injected into the surrounding tissue instead, resulting in iatrogenic cutaneous necrosis. A review of the article was completed by a clinical specialist who concluded, this case is a rare condition called iatrogenic cutaneous necrosis or nicloau syndrome. The event is not directly related to durolane and is potentially a result of arteriolar embolism or arteriolar spasm. Lot information was not provided for this event and a batch record review could not be completed. Multiple attempts to contact the corresponding author for addtional information have been completed. No additional information has been received at this time. Based on the information provided a root cause is unknown, however, the event is most likely related to injection technique. The information in this event does not indicate a non-conforming product or malfunction. No corrective actions or preventive actions are needed at this time. Bioventus will continue to monitor this and similar events through tracking and trending data.

Event description:
A 40-year-old woman presented to the dermatology clinic 9 days after receiving a hyaluronic acid durolane intra-articular injection for osteoarthritis of her left knee. She noted that within hours of the injection she developed swelling, pain, and a pink discoloration below her left knee. The pain continued to worsen over the next several days and led to difficulty ambulating. She was prescribed prednisone by the orthopedist without any resolution prior to presenting to dermatology clinic. A punch biopsy was taken at the clinic and the patient was sent to the emergency room to be treated with hyaluronidase. The biopsy confirmed intravascular injection into the surrounding tissue where indurated retiform purouric patches were observed. The patient was additionally started on a course of aspirin, pentoxifylline, sildenafil and topical nitroglycerin paste. The patient showed improvement after 7 weeks of treatment.